Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked approximately 142.0, 145.0 and 149.0 cm from the proximal end. The proximal constraint sphere was intact with the pusher assembly distal detachment tip (ddt). The distal titanium sphere of the embolization coil was within the proximal end of the coil. The embolization coil was stretched. Conclusions: evaluation of the returned pc400 confirmed that the embolization coil was unraveled. Further evaluation revealed the distal sphere pulled out of distal pet component which likely contributed to the embolization coil stretching as reported in the complaint. This damage typically occurs when the device is forcefully retracted against resistance. The sr wire was intact. The root cause of the distal sphere pulling out of the pet component could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra coil 400s (pc400s). During the procedure, the physician placed a coil in the target vessel using a lantern delivery microcatheter (lantern). The physician then experienced resistance while advancing a pc400 in the middle of the lantern; therefore, the pc400 was removed. It was reported that the pc400 ¿stretched¿ while being removed. The procedure was then completed using the same lantern, five pc400s and one other coil. There was no report of an adverse effect to the patient.